Event description:
Reporter indicated that high lead impedance reading (dc-dc code 7) was obtained during lead test. Further investigation revealed that last lead test was performed in 4/2001 and result was "ok". Pt is very active and does fall often. Pt is non-communicative so pt cannot tell the physician whether or not they feel stimulation.